Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring, or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 03/07/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction extending beyond the sensor patch perimeter. The event occurred the day the sensor had been inserted in the abdomen. Prior to sensor insertion the area was cleansed with soap and water. The patient stated the area within the sensor patch footprint was ¿solid red¿ and she developed a rash on the abdomen and her back. Four photos of the skin reaction were provided and reviewed. The photos show a rash, redness, pimples, and inflammation extending from the abdomen, chest, and to the back. The photos confirmed the skin reaction. On (B)(6) 2023, the patient consulted a healthcare provider and was prescribed prednisone tablets (unspecified two tablets per day for five days) for the reaction. At the time of contact, it was indicated that the patient was feeling normal, felt uneasy putting on a new sensor due to the reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.